Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. The balloon was unable to deflate. Recurrence of the malfunction could result in a vessel obstruction, possible limb ischemia, requiring surgical intervention. Relevant tests or laboratory data is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was returned for evaluation. Visual examination confirmed the balloon was partially inflated. The distal shaft was bent approximately 90 degrees and pulled distally. The transition tubing was severely stretched and slightly twisted. An attempt to deflate the balloon was not possible due to the bend at the distal shaft. The user did not properly prep the device per the IFU. The IFU notes that all air must be removed from the balloon and displaced with contrast medium prior to inserting into the body. Based on the damaged observed during lab analysis, it is probable that the user applied some degree of force in order to remove the slightly inflated balloon from the patient.

Event description:
Balloon would not inflate and deflate properly. Additional info received on 18nov2015: the angiosculpt was removed from the hoop, flushed with saline and inserted directly into the patient. The angiosculpt was inflated to 8 atm and air/contrast was present in the balloon. During retraction, the balloon would not fully deflate. No injury to the patient. The tech had mentioned that the angiosculpt was not properly prepped. The physician stated that the air in the balloon probably caused the device to malfunction.